Manufacturer narrative:
Device passed sleep current measurement and active current measurement. However, device trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had power error detected on insulin pump. The customer¿s blood glucose level was 311 mg/dl. Troubleshoot was performed for power error detected. The customer reported that power error detected recurred within a week of troubleshoot. The insulin pump will be returned for analysis.